Event description:
Patient presented to oncology clinic to be disconnected from IV infusion. IV chemo bag noted to be full upon patient presentation. The slide clamp of IV tubing was closed. The pump did not alarm to signal the bag was not infusing into patient's port. Of note the medication was still viable per pharmacist, but there was no harm to patient.